Event description:
It was reported to philips that the device displayed an error message "service unit". Upon further clarification, it was determined that the specific error was for a defib test failure. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and it was clarified that the error code was for a defib test failure. As a result, it was determined that the control pca needed to be replaced. The customer was advised that parts are no longer available for this device as it has reached end of life. Upon conclusion of the evaluation, it was determined that this was a malfunction of the control pca. The customer was informed that this part is no longer available as the device has reached end of life. According to service bulletin (B)(4), the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31- december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december -2018. The customer is aware of the end of life terms and the device remains at the customer site.

Event description:
It was reported to philips that the device displayed an error message "service unit". There was no patient involvement.